Event description:
It was reported that the patient expired due to respiratory failure and congestive heart failure. It was also reported that the patient had atrial fibrillation, failure to thrive and dementia. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.

Manufacturer narrative:
A partial lead with the pin measuring 4.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.